Manufacturer narrative:
Alleged failure: inquiry regarding the material of the lubricant inside the shaver blade. Probable root cause: the white grease is a lubricant applied to the inner cutter shaft during assembly. It is visible due to the cutter being removed from the outer sheath. The inner cutters are not intended to be removed from the outer sheath the product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The device manufacturer date is not known. (B)(4).

Event description:
It was reported that there was lubricant on the shaver, which could potentially enter the patient.